Event description:
During baxter's functionality testing of a spectrum pump, it displayed a downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the condition, which was reproduced. The condition was confirmed and eval found a failed downstream sensor. The downstream sensor was replaced.